Manufacturer narrative:
This report is submitted on may 27, 2024.

Manufacturer narrative:
This report is submitted on april 23, 2024.

Event description:
Per the clinic, the patient experienced facial nerve stimulation and performance decrement with subsequent loss of electrode function with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.